Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits, confirming the lead was electrically continuous. A pressure test failed due to cuts in the insulation approximately 35 cm from the terminal pin. Laboratory testing was unable to reproduce the reported clinical observation of dislodgement. Visual inspection confirmed the reported insulation damage. Analysis included the insulation damage was most likely induced as a result of the explant procedure.

Event description:
Boston scientific crm received information that this lead had dislodged. Pacing threshold values were normal. Upon explant, insulation damage was noted. The lead was returned for analysis. No adverse patient effects were reported.